Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage was noticed. The lesion was located in the right coronary artery (rca). The vessel was heavily calcified and the pt anatomy was severely tortuous. The physician attempted to advance a taxus express2 3.00x24.0mm drug eluting stent. However, it was unsuccessful as during insertion the stent bent. The entire stent delivery system was removed. The vessel was pre-dilated with a nc 3.0x15.0mm balloon and a vision 3.0x15.0mm bare metal stent was successfully implanted. There were no pt complications.

Manufacturer narrative:
Device has not been rec'd for analysis as of the date of this report.